Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of a very light amount of light beige dust or dirt contaminate in the air intake canal, on the inside of the blower box, on the inside surface of the bottom enclosure, and in front and rear panel channels, two dark spec contaminates, and one brown spec contaminate located in front panel channel, a very minimal amount of potential keratin around the blower box inner surface of the outlet port. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer did not addressed humidifier due insect infestation. The device's event logs were downloaded and reviewed. The manufacturer found one instance of e-106. The manufacturer concludes there was evidence of multiple contaminants. The manufacturer found no evidence of sound abatement foam degradation/breakdown.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.